Event description:
The physician's report claims that the pt presented in 1993 with an infra-renal abdominal aortic aneurysm (aaa), a repaired and growing right popliteal artery aneurysm and a right iliac artery aneurysm. In 1994, the pt underwent surgery to repair thr infra-renal aaa using a meadox woven double velour vascular graft. An ultrasound dated 3 months later, suggested an aneurysmal dilation of the distal aorta. A CT scan done 16 days later, revealed an aneurysmal dilation (4.0cm x 4.1cm) of the infra-renal abdominal aorta extending 8.8cm down to the common iliac arteries. There was also found some fusiform dilatation (ca 1.4cm) of the common iliac arteries. The physician believes that the graft used to repair the aaa must be starting to dilate. Four months later, co received the following from the dr: surgery for the pt is not planned in the near future and if the graft is ever explanted, it will be returned to bsc.